Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported: "sensor failure with r125l rainbow sensor losing sphb measurements during use. Error message reads ¿spo2 only". Sensor did not display sphb as expected giving ¿spo2 only" message. Or environment during cardiac catheterization on infant with congenital heart defect. Patient is under sterile drapes with no access to sensor during surgery." No consequences or impact to patient was reported.